Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient with a retained sb3 capsule. Patient underwent procedure on (B)(6) 2016. On (B)(6) 2016 it was confirmed that the capsule was no longer retained, and had passed through a bowel movement. The patient was not harmed.